Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 08/04/2015. The returned inhalation module with torn cv3 will cause leak & errors (code (B)(4)) this report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the devie would not pass the patient circuit test. No patient involvement.